Manufacturer narrative:
Continuation of d10: product ID ddmb1d4, serial# (B)(6), implanted: (B)(6) 2017. Product ID 6935m62, serial# (B)(6), implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited possible oversensing with noise. It was further noted that the right ventricular (rv) lead triggered multiple lead integrity alerts (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). There were 34 short v-v intervals recorded on the rv lead. It was noted that the patient required a second open heart surgery to evacuate blood as a result of the previous coronary artery bypass graft procedure on the day the lead oversensing occurred. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.